Manufacturer narrative:
Complaint conclusion: it was reported that a female patient with a medical history of diabetes (stage IV) with ulceration, and septic arthritis of the knee had a smart control 7 x 120 stent implanted at the right iliac axis. One week after the procedure, the patient was admitted to the emergency room and was transferred to another hospital and was re-admitted with a diagnosis of peripheral vascular disease, stages ii and IV. The patient had a bypass of the affected area and the smart control stent was explanted subsequently. The pathology report of the infected stent is not available or are any additional medical records regarding this event. The additional information received regarding the index procedure indicated that the access site was a crossover from the left femoral artery. The target lesion was a tight and long stenosis of the right external iliac artery. There were neither reported product issues that occurred during the procedure nor any adverse events during the patient's hospitalization prior to discharge. The patient did not receive antibiotics during or after the procedure. The patient was discharged within twenty-four hours on plavix and kardegic. The product was not returned for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15575453 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the information provided and the inability to assign or determine a root cause no corrective actions will be taken at this time. Based on the available minimal information received, and without the returned product for inspection as well as the pathology report for the explanted stent, there is no information to suggest a relationship of the reported event of bacterial infection to the smart control stent. The patient's medical history of diabetes (stage IV) with ulceration and septic arthritis of the knee and procedural factors may have contributed to the event.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that the patient had a 120/150 smart control 7 x 120 stent implanted at the right iliac axis. Of note, the patient is a stage IV diabetic with ulceration and septic arthritis of the knee. One week after the procedure, the patient was admitted to the emergency room and was transferred to another hospital where she underwent amputation of the iliac axis due to an infection of the stent. Additional information has been requested.